Event description:
A malfunction was reported with the pump displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset instructions, assisted the customer with resetting the pump, and confirmed that the same malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.